Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she underwent mesh removal surgery on (B)(6) 2009 by and (B)(6) 2009 due to pain, infection, erosion.

Manufacturer narrative:
It was reported that the patient underwent sling removal, inverted u-flap of the anterior vaginal wall, cystoscopy, bilateral stent placement, ureteral catheters and a cell graft placement on (B)(6) 2013. It was reported that the patient underwent excision of keloid scar, extensive lysis of adhesions, abdominal sacrocolpopexy, cystourethroscopy, placement of ¿on-q¿ catheter pump (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 concurrently with implantation of elevate x2. It was reported that the patient underwent mesh removal surgery on (B)(6) 2009 and (B)(6) 2009 due to pain, infection, and erosion. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient underwent an upper gi endoscopy due to epigastric abdominal pain on (B)(6) 2009. It was reported that the patient underwent tah, bsp, lysis of adhesion, and partial omentectomy on (B)(6) 2009. It was reported that the patient underwent mesh excision due to pain and burning, laparoscopic lysis of adhesions, anterior-posterior repair, and cystoscopy with hydrodistention on (B)(6) 2011. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4).